Event description:
The day before the report the device was refilled with a new concentration. A bridge bolus was not performed and the old concentration and dose were left the same. There were no patient symptoms as the new concentration had not yet reached the patient . The patient went back to the clinic the next day, 25 hours after refill, an "adjusted" bridge was calculated and programmed to ensure old concentration was safely delivered. The device system was used to infuse clonidine baclofen (compounded).

Manufacturer narrative:
Concomitant medical products: physician programmer, model 8840, lot# unknown, implanted:na, explanted: na; catheter, model 8780, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).